Event description:
Customer's mother reported a high blood glucose of 500 mg/dl. She stated that they had changed the infusion set. She stated that the insulin pump appeared to be delivering insulin and that when they removed the infusion set, the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.